Event description:
It was reported to boston scientific corp that a hydratome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2009. According to the complainant, during the procedure, the wire on the tome kinked and the tome would not straighten out. The physician completed the procedure with another hydratome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
These codes were selected by the manufacturer based on info provided by the user facility. Although, the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).